Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to non-sleep anomaly software error. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump alarmed replace battery now. Customer stated insulin pump did not react when inserting new battery. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.